Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that leakage occured during preparation at the beginning of surgery. The location of hole is unknown. The used generator¿s type is unknown. User training is done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site

Manufacturer narrative:
The device was returned for evaluation. The tube set was visually examined. There was a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and is aligned with end of the bottom connector. The actual damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. During loading of the tube sets, abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. The hole is consistent with the use of a ji2000, which is not recommended for use with this tubing set. A review of the DHR could not be performed, as no lot number was provided. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation. A follow-up report will be submitted.